Manufacturer narrative:
.

Event description:
The patient experienced an increase in baseline pain. The patient was unable to sleep and presented to the emergency room. No diagnostic studies were completed. Approximately a week later, the patient had difficulty standing long enough to cook dinner and experienced a loss of bladder control. The hcp was aware of the patient's condition. The hcp had increased the medication dosage but this had not helped the patient's symptoms. A pump flip was confirmed with fluoroscopy (date of test not reported). The patient was at home and her status was 'fair'. The type of medication, concentration, and daily dose being administered via the pump were not reported. Device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.